Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer extend (vse) failed to provide an adequate seal, resulting in unexpected additional bleeding. The estimated blood loss was unknown. The vse instrument was reportedly connected to an e-200 generator at the time of the event, and the seal cycle was completed with audible confirmation tones. No vse-related errors were noted. The surgeon had to activate the seal function twice before applying cut function. Despite repeated activation of the seal function, the instrument did not seal or coagulate as expected with the e-200. Hemostasis was ultimately achieved using a fenestrated bipolar instrument. There was no tissue tension, and the vessel diameter was less than 7 millimeters. Additionally, there was no vessel calcification, and the tissue was not previously exposed to chemotherapy or radiation treatment. The jaws of the vse instrument did not come into contact with a clip, suture, staple, or other metal objects, and they were not immersed. The procedure was completed robotically with the same e-200 generator; however, there was about 20 minutes of procedure delay. There were no patient harm or complications reported. The customer indicated that it was likely not instrument-related; the customer noted that this experience differed from their experience with their previous generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit due to the customer's concern about the e-200 energy being too low with the vessel sealer, reproduced the issue, and replaced the e-200 generator as a resolution. Isi did not receive a da vinci product to perform failure analysis. Advanced system log review was performed and the logs show part no 480422-03, lot k10250828-0246 was installed 7 times on arm 4. E200 energy activation logs show 89 energy activations by this instrument (86 seal, 3 coagulation on bipolar energy activation), all seals were completed without errors. Aggregate metrics confirm the same sealing results and show 65 successful cuts, with no blade exposed errors or tissue too thick errors. No additional errors noted related to the use of this vessel sealer extend (vse). .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to address the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The e-200 generator was analyzed, and the reported failure was not confirmed or replicated. The e-200 generator was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing and fixture testing. The vessel sealer extend (vse) instruments used in the procedures were not returned by the customer for failure analysis; therefore, a potential instrument malfunction could not be evaluated or confirmed. The complaint was not confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted and investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Clinical development engineering (cde) was consulted to provide additional information: the sealing algorithm remains the same for advanced energy instruments in use on the e-200, regardless of system platform. The reported issue could not be reproduced, and review of the system logs did not provide sufficient information to establish a definitive cause.